Manufacturer narrative:
Octylseal had been applied to close a four inch incision. Two days following the inguinal hernia repair, it was reported that the ends of the incision opened slightly and required the application of steri-strips to approximate the wound. No other post-op complication was noted. No information was provided concerning the post op care to the incision. It is not known what role if any, the care may have played in the reported incident. A root cause has not been determined.

Event description:
It was reported that on the second post op day following a hernia repair, the ends of the surgical incision opened slightly. Steri-strips were applied and no further complication was noted.